Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited noise and oversensing that resulted in pacing inhibition and inappropriate atrial tachy response (atr) mode switches two months post device implant. The patient was noted to be completely pacemaker dependent. Additionally, the patient had a hematoma that was noted to be healing appropriately. The noise was able to be recreated with patient isometrics, however, could not be recreated with deep pocket manipulations. Boston scientific technical services (ts) discussed potential causes. The physician elected to make programming changes to sensitivity and no further pacing inhibition was noted. Monitoring will be continued. No additional adverse patient effects were reported. This product remains implanted and in service.